Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with angina. An angiogram showed a heavily calcified, heavily tortuous 95% stenosed de novo left circumflex coronary artery (lcx). A 2.75x38mm xience xpedition drug eluting stent (des) was implanted; however, post implantation, an edge dissection was noted. An unplanned xience xpedition stent was implanted as treatment. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.